Event description:
The customer reported that the operational check failed during the pads/paddle cable test.

Manufacturer narrative:
The unit was evaluated at philips, and the reported symptom was confirmed. It was found that the power pca was defective. The customer was shipped a new device, and the defective one was scrapped at philips.